Event description:
No new information.

Manufacturer narrative:
Correction to d2a & d2b: product code & common device name have been updated to reflect the unknown_mako poly - pka 3.0.

Event description:
Left medial uni to total knee revision with patella and poly wear and broken pieces.

Manufacturer narrative:
Reported event: reported event: an event regarding wear involving an unknown mako insert was reported. The event was confirmed via inspection of the returned device. Method & results: product evaluation and results: visual inspection of the returned device indicated that the damage present consistent with the time it was implanted. The damage on the articulating surface of the insert is consistent with burnishing, scratching, and third body indentations, which are common damage modes of uhmwpe. The yellow discoloration observed on the tibial insert is consistent with the absorption of synovial fluid by the device. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient's partial uni knee was revised with patella and insert wear. The event is also considered off label as a triathlon patella was implanted with unknown mck implants. Visual inspection of the returned device indicated that the damage present consistent with the time it was implanted. The damage on the articulating surface of the insert is consistent with burnishing, scratching, and third body indentations, which are common damage modes of uhmwpe. The yellow discoloration observed on the tibial insert is consistent with the absorption of synovial fluid by the device. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.